Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The connecting sections were checked as follows: the power switch, between the respective battery packs and the console, the cables inside of console. Then electrical contact cleaner was applied all connecting parts. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use transporting a patient, the cs300 intra-aortic balloon pump (iabp) turned off when the ac power was removed. The cs300 was replaced with another. It will now work on battery power. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use transporting a patient, the cs300 intra-aortic balloon pump (iabp) turned off when the ac power was removed. The cs300 was replaced with another. It will now work on battery power. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly, if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use transporting a patient, the cs300 intra-aortic balloon pump (iabp) turned off when the ac power was removed. The cs300 was replaced with another. It will now work on battery power. No patient harm, serious injury, or adverse event was reported.